Event description:
Failure of ta30 stapler in the pelvis. The resident surgeon was using a ta3035 stapler to transected the lower bowel. Later on the surgeon asked if the ta30 stapler had fired to transect the lower bowel and then she looked in the surgical site. We tested the ta stapler on a towel and it fired and stapled for her. So at that time we first used the stapler and we had not noticed that it had not fired for the resident. Then surgeon stated she was going to have to hand sew the bowel.